Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective distribution board. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. The error did not improve despite device restart. There was no patient involvement.